Manufacturer narrative:
The subject device was returned for evaluation. When the subject device was connected to our peripheral devices and an ultrasonic output was attempted, no error occurred and an ultrasonic output could be activated. When the power of the subject device was turned on during the foot switch had been left on, the error indicating foot switch is short-circuited was displayed. This error was recorded in the error history of the subject device. The manufacturing history of the subject device was reviewed, with no irregularities noted. As the result of this evaluation, it is concluded that the error occurred since the power of the subject device was turned on during the foot switch had been left on. Displaying of this error is phenomena according to specifications of the subject device. The instruction of the subject device mentions as below. Ultrasonic output cannot be activated ("e0.5" is displayed on the ultrasonic output setting indicator) since the power has been turned on while stepping on a pedal of the foot switch. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the user connected a sonosurg transducer to the subject device and the power was turned on, unknown error occurred immediately. Though the user changed a sonosurg transducer for a different one, unknown error occurred again. The procedure was completed with another device.